Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, when they removed the device, it was noticed that the proximal line of the struts were lifted up. No patient complications were reported.